Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (united kingdom) had been recharging his ipg more frequently. A replacement charging system was sent to the patient but was unable to provide resolution. Upon examination of the patient's ipg site, it was determined the patient's ipg had migrated. The ipg migration is believed to be job related due to the physical labor he endures. The patient's ipg was re-sutured down in the pocket via surgical intervention on (B)(6) 2017.